Event description:
The customer's mother called to report on (B)(6) 2012, pod was activated and for the rest of the day her daughter's blood glucose was measuring around 192 mg/dl. By (B)(6) 2012 at 8:00 pm, her bg rose up to 407 mg/dl right after she ate dinner (carbohydrate count not specified). When the pod was removed the user noticed the cannula appeared to be kinked.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess any product condition or kinked cannula that may have caused or contributed to the user's hyperglycemia. No product lot number was reported therefore no qualification record could be reviewed. The omnipod's user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".